Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a break in aseptic technique that was potentially due to the patient having an altered mental status. Peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and fortaz intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment with vancomycin was ongoing, but treatment with fortaz stopped on an unreported date during the hospitalization. On an unreported date, dianeal therapies were discontinued and the patient started on back-up hemodialysis therapy. On an unreported date in the same month this report was received and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. The patient was not retrained on the proper aseptic technique. No additional information is available.